Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-03952 and 2134265-2014-03954. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an unknown bsc imaging catheter and a sled. During the procedure, the sled was connected to a mdu without any problem. The physician activated the automatic pullback function the device did not move during use. No patient complications were reported and the patient's status is good.